Manufacturer narrative:
Concomitant medical products: anatomical shoulder domelock, dome, centric; ref#: (B)(4) lot#: 2877368; anatomical shoulder, humeral stem, uncemented, 10.5, 100 mm; ref#: (B)(4) lot#: 2835287; anatomical shoulder, glenoid, pegged, cemented, s; ref#: (B)(4) lot#: 2830564. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
During surgery the surgeon failed to implant the head at the resection due to inaccurate implant size. The surgery was delayed for 45 minutes and completed with another device.

Event description:
No changes.

Manufacturer narrative:
Investigation results were made available. Additional: lot#, if follow-up, what type. Correction: date of report, event, PMA/510k. DHR-review: ref#: (B)(4), lot#: 2803726, yield: 30, delivered: 30. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: (B)(4), lot#: 2877368, yield: 60, delivered: 60. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: (B)(4), lot#: 2835287, yield: 17, delivered: 17. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Ref#: (B)(4), lot#: 2830564, yield: 20, delivered: 20. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: head sits not flush to the resection. Event description: it was reported that the doctor prepared humerus using the anatomic t handle followed by the anatomic broaches. The 10.5 broach fit well and sat slightly below the resection level. The version and inclination of the haed was set in place using the dome centric ball taper. The final stem and head were assembled on the back table using the stand and impactor. When the final implant was inserted into humerus, it sat approximately 30mm above the resection. Repeated impactions on the to try and seat the implat failed as it continued to sit 5 or more mm above the resection. Additionally, the head version and inclination changed due to the impactions. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The product combination was approved by zimmer biomet. Surgical technique: the surgical technique describes each surgical step in detail. The humeral head identification, preparation and resection is decribed on the pages 10-13. The inclination angle identification is descibed on page 12. The humeral stem size preparation and determination is described on the pages 14-16. The head size determination, orientation and fixation is described on the pages 17-21. Finally, the head preparation and implantation is described on the pages 22-25. The cemented stem technique/uncemented, press-fit stem technique is described on the pages 24-25. Root cause analysis: root cause determination using rmw: humeral implant is not sitting on the correct height due to reamer has not been inserted depth enough / too deep. Possible, as no surgical report was received or intra-operative x-rays this point cannot be excluded. Humeral implant is not sitting on the correct height due to not rasping until the movable crosspin is visibly in contact with both anterior and posterior metaphyseal surfaces. Possible, as no surgical report was received or intra-operative x-rays this point cannot be excluded. Stiff joint due to head sits not flush to the resection. Possible, as no patient information is available, no surgical report is available. It is unknown if there is a stiff joint. Therefore, this point cannot be excluded. Humeral implant is not sitting on the correct height due to too less impaction force. Not possible, as the surgeon tried to impact several times. Therefore, less impaction force can be excluded. Conclusion summary: it was reported that the surgeon had some difficulties during the implantation of an anatomical shoulder domelock system. When the final implant was inserted into humerus, it sat approximately 30mm above the resection. Repeated impactions on the to try and seat the implat failed as it continued to sit 5 or more mm above the resection. Additionally, the head version and inclination changed due to the impactions. There was a delay in the procedure over 30 minutes. No products have been returned to zimmer biomet for material analysis. There were no intra-operative x-rays and surgical report of the surgery received. However, the surgical technique for anatomical shoulder domelock system describes each surgical step for a correct implantation of the componnets. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).